Event description:
It was reported that the pump touchscreen was less responsive. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.